Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the driver broke during surgery to treat a forefoot fracture.